Manufacturer narrative:
(B)(4). The device was received for evaluation. The device passed electrical and functional testing. A short simulated therapy was performed and completed successfully. All pressures were found to be correct and stable. An internal inspection was performed and found no issues. The reported issue could not be confirmed or duplicated. The cause could not be determined. The device was determined to meet all functional and electrical specifications. The event history log of the device was reviewed and found that the total ultrafiltration (uf) was being calculated correctly. The device had not been previously serviced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) and his nurse did not think a homechoice (hc) machine was properly calculating ultrafiltration (uf). The hp stated the total uf for this morning was 146ml but the hp had over 200ml after just one drain. The hp and his nurse felt the hc was not working correctly in its calculations. The technical service representative (tsr) arranged to swap the hc and discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A review of the device history revealed no abnormalities.